Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial could not be fixated. When the helix was extended the entire lead torqued. The lead was not used and replaced during procedure. The patient was stable.